Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level (bg) was 599 mg/dl. Reportedly, customer went to the emergency room and was subsequently admitted to the hospital. The customer received mdi and medicine for their nausea. Reportedly, treatment resolved the issue and customer sustained no permanent damage. Tandem technical support followed up in an attempt to gather date of hospital discharge but no response was received.